Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, the patient underwent a second mitraclip procedure due the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda, increasing mr to 4+. The physician stated that the cause of the slda is due to barlows disease. One additional clip was deployed to stabilize the slda and reduced mr to 2. The procedure was successful and the patient was discharged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue.all available information was investigated and a conclusive cause for the reported mechanical jam associated with the inability to remove the gripper line in this incident could not be determined. The gripper line break (material separation), however, appears to be a secondary effect of the inability to remove the gripper line, and thus related to procedural circumstances. The single leaflet device attachment (slda), was related to patient morphology/pathology and due barlow¿s disease. The reported mitral regurgitation (mr) was likely a result of the slda. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report inability to remove gripper line and material separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The first clip was successfully deployed. Then the second cds was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, there was resistance when flossing the gripper line. The other end of the gripper line was pulled, but the line snapped in half. The separated portions of the gripper line remained attached to the cds, and therefore both parts of the gripper line were removed, and the physician proceeded with deployment. The clip was deployed and is secure on both leaflets. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.